Event description:
It was reported that during implantation of the lead, the suture sleeve was missing. Another lead was used and no adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4). The lead was returned without the suture sleeve. A suture impression was noted on the lead body and the outer insulation was cut and body fluids were noted inside the insulation at the same location. Since the lead was not returned in its unopened package, it could not be determined if the lead was shipped with or without the suture sleeve. The lead was otherwise normal.